Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, treatment settings and patient photographs. Despite reasonable attempts, the facility was unable to give all the treatment settings and patient information. Patient photographs were provided. The user facility declined service for the subject device therefore, no examination of the performance specifications of the device occurred. A review of subject device service records found the subject device had been serviced on 21 november 2014 within six months of the date of the adverse event. The user facility does not maintain a current service contract for the subject device. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. Additional info sep 26 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained first degree and superficial burns to the arms and legs following hair removal treatment with a lumenis lightsheer et laser. No information regarding serious injury or medical intervention to preclude permanent impairment was received. No test patch was reportedly performed on the patient prior to treatment. It was further reported by the user facility that the device operator was renting a room at the facility and was no longer practicing at the user facility.